Event description:
It was reported that during a laparoscopic splenectomy procedure, the resident fired the device for the initial firing. On this firing the device misfired. Not all of the staples formed properly. The device had fully cut but only some of the staples were formed properly. The others were not. The vessel was clipped; the device was reloaded and fired a second time without incident. No patient impact reported. On what tissue type was the device used? At what location on the tissue? Splenic artery and vein. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The resident fired the initial firing, the surgeon fired the second firing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received in good visual condition and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.